Event description:
It was reported that the balloon did not inflate correctly. The event was on (B)(6) 2025 when it was opened. There was no patient involvement.

Manufacturer narrative:
E1 phone number: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used device sample was received for investigation, and no damage or anomalies were observed during visual inspection. For functional testing a syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water. The cuff of the set was observed to inflate completely, as normal. The complaint could not be replicated or confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.